Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. A defibrillation threshold (dft) test was performed; however, several attempts were made but the device triggered a code 1005, indicating an open circuit condition. External shocks were required to convert this patient's arrhythmia. The physician decided to replace this device and the rv lead was capped and surgically abandoned. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. A defibrillation threshold (dft) test was performed; however, several attempts were made but the device triggered a code 1005, indicating an open circuit condition. External shocks were required to convert this patient's arrhythmia. The physician decided to replace this device and the rv lead was capped and surgically abandoned. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1005) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was intact. The device was put through several tests and no anomalies were found. The no problem detected conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.